Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident is unknown. The caller also mentioned a crack on the reservoir window. There were also signal too low and displayable history error alarms. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, and reset error test. No error alarms were noted. Several alarms were found in the history file due to a corrupted history file. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.